Event description:
It was reported patients with complex bifurcation lesions had optical coherence tomography (oct)-guided percutaneous coronary intervention (pci) or angiography-guided pci. The primary end point was a composite of major adverse cardiac events (mace), defined as death from a cardiac cause, target-lesion myocardial infarction, or ischemia-driven target-lesion revascularization at a median follow-up of 2 years. The xience everolimus-eluting stent was prespecified for implantation. The article identified xience drug-eluting stents that may be related to stent malappostion, patient deaths, myocardial infarction, ischemia, stent thrombosis, target vessel revascularization, re-hospitalization. The article's supplemental appendix mentioned ventricular tachycardia (vt), ventricular fibrillation (vf), cardiogenic shock, major bleeding, stroke, vessel occlusion, perforation, and dissection as procedure related complications; coronary artery bypass graft revascularization was also noted. The supplemental appendix also listed the following procedural related complications during oct guided pci, vt/vf, cardiogenic shock, major bleeding, stroke, vessel occlusion, perforation, dissection and death. Contrast-associated acute kidney injury without an oct/dragonfly malfunction was mentioned during oct guided pci. The article concluded; oct-guided pci had a lower incidence of mace at 2 years than angiography-guided pci. Details are listed in the attached article, titled ¿oct or angiography guidance for pci in complex bifurcation lesions."

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. D4: the UDI number is not known as the catalogue number was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the device was not returned for evaluation and the lot number was not provided. Additionally, a review of the complaint history could not be completed as the device was not returned and the lot number was not provided. The reported patient effects of death is listed in the dragonfly optis instructions for use as known potential complications which may be encountered during the procedure. A definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: e-180100article. Literature attachment: appendix e-180100. The additional patient effects reported in the article are captured under separate a medwatch reports.